Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that while treating a pt (age & gender unk) the device gave a "shock advised" determination for what clinicians believed was a non-shockable rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.